Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer reported via phone call of issues with air bubbles in tubing. The customer states that while pulling insulin into the vial, they have had air bubbles form in the tubing and reservoir. The customer states they have discarded the reservoirs, and states they are running low on supplies. The customer's blood glucose at the time of incident was unknown. The customer was assisted with troubleshoot, and was advised to monitor device and call back if issues persist. The customer is being sent out replacement supplies.